Event description:
Journal ref: jain et al. "Tension pneumocephalus following deep brain stimulation surgery with bispectral index monitoring" european journal of anaesthesiology. Reportable event: they report a case where a patient undergoing dbs surgery developed tension pneumocephalus associated with lowering of bis value intraoperatively. A CT scan 18 hrs post op showed a complete resolution of the pneumocephalus.